Event description:
It was reported that the right atrial (ra) pace impedance of the pacemaker system was greater than 3,000 ohms. The high impedance prompted the signal artifact monitor to switch the programmed vector for the minute ventilation feature to the unipolar configuration. No pacing pauses greater than two seconds were observed. The pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) feature that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) pace impedance of the pacemaker system was greater than 3,000 ohms. The high impedance prompted the signal artifact monitor to switch the programmed vector for the minute ventilation feature to the unipolar configuration. No pacing pauses greater than two seconds were observed. The pacemaker and ra lead remain in service and no adverse patient effects were reported.